Event description:
The customer reported that the device failed to detect the test load and displayed an error message. There was no reported pt involvement.

Manufacturer narrative:
(B)(4): the customer reported that the device failed to detect the test load and displayed an error message. There was no reported pt involvement. Philips bench tech evaluated the device and confirmed the failure. A faulty power pca was found to be the cause of the failure. The power pca was replaced to resolve the failure. The device passed all performance assurance tests and was returned to the customer. This was a malfunction of the power pca that caused the pads/paddles ECG failure.